Manufacturer narrative:
Concomitant product: evolutr-29-us transcatheter valve, implanted: (B)(6) 2016.

Event description:
It was reported that the atrial lead was found to exhibit some episodes of poor sensing, oversensing and noise. No actions were taken and the atrial lead remains in use. The patient is enrolled in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.